Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and the catheter shaft broke in an area inside the patient. It was reported that there was a small fracture on the shaft about 12 inches from the handle with wires exposed when this catheter was pulled out of the body during the procedure. The catheter was exchanged and the procedure was completed with no patient consequence. Upon request, additional information was provided on the event. The physician noted that the patient¿s vessel was very tortious. He had to apply a great deal of torque to the catheter near the area of bifurcation. He said that he noticed the cracking/separating and after he removed the catheter, he pulled on the area of the catheter where he noticed the crack and tore it open more. He said he had not seen this before, but noted that it was very difficult to maneuver the catheter due to the patient¿s tortious vessels. There were no issues removing catheter from sheath. An 8 f/45 cm arrowflex sheath was used during the procedure. There appear to have been deviations in the procedure and the recommended bwi instructions for use. The bwi instructions for use states, the preface sheath, or an 8.5 f sheath, is recommended. This event is indicative of a reportable event due to the damage of the shaft with exposed wires being on a portion of the catheter that was inside the patient. Exposed wire can lead to serious injury.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on january 27, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received. The physician did not pre-shape the catheter and it is not common practice for them to pre-shape the catheter. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and the catheter shaft broke in an area inside the patient. There was a small fracture on the shaft about 12 inches from the handle with wires exposed when this catheter was pulled out of the body during the case. Upon receipt, the device was visually inspected and shaft was found bent and broken about 26.5 cm from client tip with coil and broken braid wire exposed. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Further information received indicates that preface used during the procedure was smaller (8fr) than the recommended by the IFU (8.5 fr) furthermore the physician indicates that due to the anatomic structure of the patients veins a great deal of torque had to be applied to the catheter near the area of separation, all these events might have contributed to the broken shaft failure, however an internal corrective action was created to address the thermocool smart touch broken shaft issue. Per shaft condition the catheter was tested for electrical performance and failed. Further investigation revealed that irrigation tubing and some electrical wires were broken at the shaft damage area causing the electrical leakage failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a fracture on the catheter shaft has been verified.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).